Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The e411 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg stat results for 1 patient on a cobas e 801 module compared to an abbott alinity analyzer. Samples from the same patient also had discrepant results for the elecsys hcg + beta test system on the same cobas e 801 module and a cobas e 411 immunoassay analyzer. Refer to the mfg report number 1823260-2023-03957 for information related to the elecsys hcg + beta test system. On (B)(6) 2023, the first sample collected from the patient resulted in an hcg + beta value of 0.200 miu/ml with a flag on the e801 analyzer. The first sample was repeated on the e 801 analyzer and the hcg + beta result was 0.200 miu/ml with a flag. The first sample was repeated on an abbott alinity analyzer in another laboratory and the hcg result was 26.8 miu/ml, interpreted as positive. On (B)(6) 2023, the first sample was tested on an e411 analyzer and resulted in an hcg + beta value of 0.100 with flag. The unit of measurement was not provided. The first sample tested on the e801 analyzer with the elecsys hcg stat reagent on (B)(6) 2024, resulting in an hcg stat value of < 1.00 miu/ml with a data flag. Another sample collected from the patient on (B)(6) 2024 was tested on the e801 analyzer with the elecsys hcg stat reagent on (B)(6) 2024, resulting in an hcg stat value of < 1.00 miu/ml with a data flag. This sample resulted in a low positive value when tested with the abbott method. No specific data was provided for the abbott method.